Event description:
It was reported that outside of surgery, the unit was nonfunctional. There was no patient involvement. During device evaluation, it was discovered that the motor was unstable. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were unstable, the swivel pin and lever assembly were missing, the switch was stuck, the screws ball bearings, and gear ring were worn, and the device was out of calibration. The motor, sleeve, swivel pin, ball plunger, dermatome hinges, lever, poppet, poppet housing, poppet spring, screws, rings, and bearings were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign -germany.